Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remained ongoing until on (B)(6) 2026 when they received a heart transplant which was reported under MFR#: 2916596-2026-01546. The pump was returned and will be evaluated under that event. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU lists thromboembolism as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was re-admitted to the hospital from on (B)(6) 2026 with a supratherapeutic international national ratio (inr). Imaging revealed a left external iliac thrombus and deep vein thrombosis (dvt) that extended from the superior vena cava (svc) to the right pulmonary artery. The patient had a history of right sided perceived exertion with svc, brachiocephalic, and possible left subclavian thrombus.